Manufacturer narrative:
A getinge field service engineer (fse) ran numerous times with the same resolve of failing pressure and vacuum. Replaced drive manifold assembly (d104-00-0031) and functional tested multiple without any further failures or issues. All work was performed on the maintenance so# (B)(4). Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use no patient involved. The following was performed technician of the maquet. Failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: this part was received with a reported unit failure message of failed drive manifold test failing. Performed visual inspection of this part and the part looks to be in good condition. Installed drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department performed all manifold leak tests and passed all manifold leak tests within factory specification. Also passed vacuum and pressure leak tests. The failure analysis and testing department could not verify the failure message of drive manifold test failing. Drive manifold assy. Passed testing. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is "not confirmed".

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) drive manifold test is failing. There was no patient involvement.

Manufacturer narrative:
Corrected- b4, g3, h2, h6- medical device problem code, h11. Updated-d9, h3, h4, h6- type of investigation, investigation findings, investigation conclusioons, componnet code. A getinge field service engineer (fse) ran numerous times with the same resolve of failing pressure and vacuum. Replaced drive manifold assembly (d104-00-0031) and functional tested multiple without any further failures or issues. All work was performed on the maintenance so# 44728989. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.